Event description:
There was a crack in the IV tubing lipid tubing which resulted in blood backing up through the tubing and leaking out of the crack. The baby had a subclavian line. Approx 3-6 cc blood loss was noted.